Event description:
Mityvac vacuum extractor applied to fetal head to expedite delivery due to fetal distress. Two mityvacs opened from original package and found to be broken. A third one was opened and was not defective. Infant delivered with good outcome.